Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the cause was the position of the implant made the recharging belt difficult to hold the antenna in place while charging. They were able to get an excellent connection by placing the recharge antenna against the skin. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The manufacturer representative (rep) called and said the pt had been having some longer charge times and difficulty getting excellent connection since 31-mar-2025. The rep met with the pt today and saw the pt's recharge quality was switching from excellent to good and sometimes to beeping. The pt said their charge quality would be good and then it took them 5 hours to charge from empty to 20%. The rep worked with the pt on positioning on the call and managed to get and maintain excellent recharge quality for 5 minutes before quality switched back to poor. The rep then repositioned recharger and got excellent quality. The rep said they had not verified pt's account of the 5 hour charging time in the recharge diaries, but will verify this when the ins was charged more today. The rep said the pt's ins was implanted in upper glute area, so the rep had to take the recharger out of the belt and put it directly against the pt's skin. Technical services (tss) discussed possible causes and suggested the pt locate the "sweet spot" and then monitor the issue. The rep reported the battery was discharged and at 20% when they had to leave. No symptoms were reported.